Event description:
This subject was implanted with an argus ii on (B)(6) 2009 as part of a clinical trial. The surgeon saw the subject on (B)(6) 2014, and observed conjunctival dehiscence. Revision surgery to close the conjunctiva will be scheduled shortly. There was no defect or malfunction of the device associated with this event.

Manufacturer narrative:
All pertinent information available to second sight medical products, inc. Has been submitted. The company is submitting this MDR to ensure full compliance with 21 cfr part 803.